Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Evaluation findings: missing jaws, residue, discoloration. Evidence of use: the insert's distal jaws are missing from the shaft. The jaw weld holes have discoloration. There is residue on the distal end weld to the smaller shaft. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the bowel grasper broke during use inside the patient's abdomen. The broken part was removed, and no harm occurred to the patient.